Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing a non-emergency treatment at the time of the event. The patient was moved to another room to complete the procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to emit x-rays. Upon troubleshooting, the rse performed a consistency test on the disk which resolved the reported issue. Upon functional testing, the rse determined that the image disk 1 had a read/write error and confirmed that the image disk pcb was defective. The rse suggested for the replacement of the defective part. To resolve the reported issue, the customer replaced the image disk pcb. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.